Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cardboard box of bd¿ blunt filter needle was mixed with a different lot of product on a pallet. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: photos and samples were received for evaluation. Review of attached photos shows a case label containing batch/lot 7114862 and a shelf box containing batch/lot 7114862. Both are material 305211 blunt filter needle 18g. Additionally, samples were returned for evaluation. The shelf box indicates batch 7114862 and the unit packages within the shelf carton represent batch 7114862. Visual inspection confirmed the samples returned are batch 7114862. There was no mix in the samples returned. Based on the evaluation of the photos and the sample, failure mode cannot be confirmed. The manufacturing process did not contribute to this mix issue, since lot 7086976 was packaged and shipped to the distribution center prior to packaging any product from lot 7114862. These batches were not in the manufacturing facility together at any point in time. Since the lots in question were packaged ~ 3 weeks apart and the full quantity of lot# 7086976 was shipped on 6/29/2017 and 6/30/2017, prior to packaging lot 7114862 in july, it concludes the manufacturing facility is not responsible for this issue. The manufacturing facility packages, sterilizes, and ships to the distribution center where further handling occurs. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found related to the customer's reported failure. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a cardboard box of bd¿ blunt filter needle was mixed with a different lot of product on a pallet. There was no report of exposure, serious injury or medical intervention.